Event description:
A healthcare professional reported patient with trace diffuse lamellar keratitis noted a 1 post op lasik surgery left eye. The patient was treated by increasing the steroid eye drops dosage. Add'l info was received from reporter informing that 4 day post op diffuse lamellar keratitis was not noted at 3 weeks post op diffuse lamellar keratitis left eye was noted. Topical steroids were increase. During this visit the patient informed seeing double when reading. Add'l info has been requested for this case. There are two related reports for this patient. This report addresses the patient's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).